Manufacturer narrative:
Device passed the displacement test. Pump error 63 alarmed during self test and confirmed in device history with variable due to broken trace at keypad assembly . Volume did not change when adjusted. Audio or anomaly or absence of alarm confirmed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had audio anomaly. Customer's blood glucose was 89 mg/dl at the time of incident. Product will be returned for analysis.